Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Unit had minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had a button error alarm and the buttons were sticking. Blood glucose level at the time of the incident was 253 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.